Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer's insulin pump was not delivering insulin. The customer stated that they reverted to manual injections. Customer had blood glucose levels over 320mg/dl. No significant event leading up to the event were mentioned. Troubleshooting occured. Replacement insulin pump was declined.